Event description:
It was reported that the patient presented for a generator changeout procedure. Prior to pocket reopen, fluoroscopy was performed and observed that the right atrial (ra) lead had dislodged. The ra lead exhibited loss of capture and decreased atrial sensing trend resulted in loss of atrial sensing due to lead dislodgement. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.